Manufacturer narrative:
Results - the review of the manufacturing and sterilization paperwork verified that these lots met all pre-release specifications. Conclusion - per the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms. Furthermore, the IFU states that adverse events that may occur and/or require intervention include, but are not limited to infection (e.g. Aneurysm, device or access sites) and surgical conversion. Additional devices implanted and/or related to this event: (B)(4).

Event description:
On (B)(6) 2010, this patient was implanted with seven gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. It was reported that on (B)(6) 2011, the patient presented with a systemic infection; the seven gore devices were explanted. The physician then performed an axillary femoral bypass. The patient tolerated the procedure.